Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient alert was triggered and both defibrillation leads were found to have low impedance measurements. The leads remain in use. No patient complications have been reported as a result of this event.